Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The mother stated that the customer was not feeling well and had fatigue. Troubleshooting was performed. The daughter stated that the battery on the insulin pump is not working since the device has been sitting around for three weeks. The caller stated that she did her own test and the display came up, but the insulin pump was not delivering properly. The caller did not feel comfortable and requested the device be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.